Manufacturer narrative:
Date rec'd from MFR: 21oct2019. In addition, the customer reported the new power management board had been received, and the ventilator would still not turn on after replacing the power management board. The fse remotely confirmed the new power management board had been received, and the ventilator would still not turn on after replacing the power management board. The fse called parts, and requested a credit for the customer. The manufacturer¿s field service engineer (fse) replaced another power management board to address the reported problem. The customer reports the ventilator would turn on after replacing the power management board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16oct2019.

Event description:
The customer was requesting to know if a power management board was comparable to the ventilator. The customer was with purchasing, advised they ordered a used power management board from parts source and the unit still will not operate. Customer did not have specifics of exactly what the issue was. There was no patient involvement.